Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Two distal pins were not connected during tigerpaw system ii device use. No known patient effect. No blood lost referred to this event. No additional medical intervention.